Manufacturer narrative:
Conclusion: the device history record (DHR) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The image review showed one valve load check for this event confirming a misload via a bent crown. There is also another image provided showing the bent crown after the valve was removed from the catheter on the back table. The outflow crown has detached from the node next to the non ¿c¿ paddle. The subject jar in its original packaging was returned to medtronic for analysis. The device was received via fedex in its original packaging and original container jar, fully submerged in clear solution. The serial number tag was returned with the valve. All leaflets were flexible and intact and were in the closed position with gaps between l1/ l3 and l2/l3. All commissures were intact. A broken strut was observed on frame cell c81, adjacent to paddle 1. The deformation confirmed the reported event. The frame analysis was performed using optical inspection and fractographic analysis (via digital optical microscopy and scanning el ectron microscopy). The fractographic analysis indicates that the fracture at c81 was caused by a single-cycle tensile overloading event. The fracture initiated at the laser-cut, inflow surface near the midpoint of the fractured strut. The roughened topography of the inflow surface near the fracture initiation shows signs of local bulging, slip bands, and stress induced martensite, as shown in figure 10. The direction of fracture propagation is indicated by the orientation of the dimples on the fracture faces shown in figure 9 and figure 11. The dimples in figure 11 are formed by microvoid coalescence. As the applied tension propagated the crack through the nitinol strut, microvoids nucleated and grew at the crack front, eventually linking up and diminishing the overall load-bearing capacity of the nitinol. The nitinol material rips apart at the ridges of the dimples leading to eventual and complete separation of side 1 and side 2 of the fracture. Evidence of the misloaded valve shows improper loading near the outflow of the valve. The unresolved deformations of the unsheathed valve were likely a direct result of the misload. Misloads are accounted for in the corevalve evolut r system instructions for use (m054712t001 rev. Ab). Per the bioprosthesis loading procedure of the enveo pro ls step 7.4.1. 22, operators should not attempt to reload a misloaded valve with permanent frame deformation. Evidence gathered from manufacturing documentation and optical inspection indicate a structurally sound valve was manufactured. Frac tographic analysis indicates the fractures began at the inflow surface and propagated toward the outflow surface of the frame via ductile rupture due to overloading. The customer event description of the valve fracturing due to manual manipulation agrees with the fractographic analysis performed. The optical inspection and fractographic analysis evidence of a single-cycle tensile overloading event. Collectively, all available evidence suggests that the observed fracture resulted from ductile rupture due to overloading. A hole in the valve tissue skirt was also identified during the analysis. As the DHR review found this valve was built to specification and met all inspection and acceptance criteria (including for holes/punctures in the tissue) and the hole was identified only after it had been handled by three different facilities, it is likely the hole was not related to a device quality deficiency. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The device inst ructions for use (IFU) contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading and to aid in accurate placement of the transcatheter aortic valve frame paddles during loading. In addition, the IFU instructs to visually and tactilely inspect the capsule for a misloaded bioprosthesis. In this case, the misload was identified by the loader during fluoroscopic inspection prior to introduction to the patient. A new valve was successfully implanted and no adverse patient effects were reported. Based on the analyses performed, the most likely root cause was a user-related issue during the loading process. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received in original packaging and original container jar, fully submerged in clear solution. Visual inspection showed all leaflets were flexible, intact, and in the closed position with gaps between l1/ l3 and l2/l3. A broken valve frame strut was observed on frame cell c81, adjacent to paddle 1. The deformation confirmed the reported event. Conclusion: investigation in progress; following completion of the investigation, if additional information is received a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, after a valve misload was identified during the fluoroscopy check, the valve was inspected and washed in room temperature saline but a strut remained bent and would not return to its original shape. Several attempts were made to reshape the strut; however, during manipulation, the upper strut of the valve frame broke at its connection piece. A new valve system was used for implant. No adverse patient effects were reported.